Event description:
It was reported that the arctic sun device alerted non recoverable system error 80. Had power device off and back on. Pressed continue current patient. Emptied pads and restarted therapy. Water flow rate (wfr) was stabilized at 0.8 l/m.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted non recoverable system error 80. Had power device off and back on. Pressed continue current patient. Emptied pads and restarted therapy. Water flow rate (wfr) was stabilized at 0.8 l/m.